Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose. Blood glucose level at the time of the incident was 440 mg/dl. The customer was assisted with troubleshooting. Customer treated themselves with pen. It was not confirmed whether the auto mode feature was active at time of high blood glucose event. Customer reported that the pump had insulin flow blocked alarm. No further complications were reported. The customer will continue to use the product. Frn-unk-rsvr, unomed inf set.